Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, found the thumb trigger weld broke making the device unusable. The distributor's investigation attributed the cause of the malfunction to be material fatigue. No further investigation is required. Complaint sample not returned to the manufacturer (B)(4).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on (B)(6) 2014; during an unk procedure a bolt was lost. Customer does not indicate if the lost bolt was located or if the event resulted in serious injury or adverse event. No additional info was provided on pt outcome. Pt age and gender are unk.

Manufacturer narrative:
Investigation is currently in process. Once completed a follow-up medwatch 3500a will be submitted.